Event description:
Reported the device worked fine initially during the procedure, but blacked out after approximately 20 to 30 minutes of use. The procedure was completed with the use of another device. There is no allegation of harm.